Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred during basal delivery. There was no impact to the customer's blood glucose level. Reportedly, the customer administers boluses and resumes insulin to address past occlusions. The customer began, but declined to complete all the troubleshooting steps with tandem technical support.